Event description:
The pt was found dead in her home on (B)(6) 2011. The cause of death was hypoglycemia. She was seriously ill and it is believed that she was assisted in using the infusion device to commit suicide. The infusion device was confiscated by police and a forensic investigation is ongoing to rule out malfunction of the device. No pt info was provided and the serial number of the infusion device is unk. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.